Manufacturer narrative:
The psm was returned and investigated with the following findings: the psm failed the weighted brake drop test. The a1 and a2 harmonic drive will be replaced. The arms will be upgraded and will include new brakes, brake gears, brake bearings, and brake shafts. This complaint is being reported due the psm arm failing the brake weight drop test.

Event description:
During internal failure analysis investigation, the patient side manipulator (psm) arm failed the brake weight drop test. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. No patient involvement or impact was reported.